Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt was utilizing a standard homechoice set in combination with a pt line extension which was connected prior to the initiation of the prime cycle. The pt noted that the "pt line wasn't full to the top when connected". Baxter's technical service center assisted the home pt in ending therapy early. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.